Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported failure was due to an broken internal strap within the high energy capacitor. This resulted in the device not being able to charge and deliver defibrillation energy. The customer received a replacement device.

Event description:
The customer initially reported that their device had its service wrench icon illuminated. After an evaluation of the device by physio-control, it was observed that the device logged several event codes and could not charge and deliver defibrillation energy. There was no patient use associated with the reported issue.